Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse replaced the piece of peri pump tubing on the sample wash tower that had previously been replaced by the customer using an un-validated tubing part number. After changing out the non-standard tubing part, the fse adjusted the pick and place alignment to the wash carousel. The fse verified hardware operation by performing qc which was within the customer's established ranges after all repairs were completed. A definitive root cause for this event has not been determined to date; the piece of tubing the customer reported had malfunctioned was not inspected by the on site fse.

Event description:
A customer contacted beckman coulter inc., (bec) to report a leak originating above the liquid waste drawer of the unicel dxi 800 access immunoassay system. The customer reported to hotline they had determined the leak originated from a piece of peri-pump tubing and that they had already replaced the leaking tubing. Hotline advised the customer to not operate the instrument with un-validated tubing installed on the instrument. Hotline requested on site service for the customer to evaluate instrument hardware and performance. No patient results were generated in connection to this event and there is no report of injury to the user.